Manufacturer narrative:
During inspection and testing, the reported issue (leakage) was confirmed and found to be caused by a crack on the scope connector. In addition to gap in acoustic lens, service found the torque-nut was loose, the up/down knob could not be locked securely due to worn lock engagement lever, the switch button #3 was damaged, the acoustic lens was scratched, the adhesive on the bending section cover was chipped, the us (ultrasound) connector of contact pins was corroded, the usc (ultrasound connector) case was discolored, and the universal cord was buckled. The electrical connector, the ID (identification) cover, the plate, and the scope-ID had corrosion due to water leakage. There was play in the up/down angulation knob, and the right/left angulation knob due to wear of the angulation wire. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the part where the water cup fits, was half loose and the device was leaking. The subject device could not be reprocessed. There was no patient involvement. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was a gap between the acoustic lens and the ultrasound probe. This report is being submitted for the malfunction found during evaluation of the device (gap in acoustic lens).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to some kind of external force being applied to the relevant part, as there were scratches around the area pointed out. The instructions for use (IFU) state the following that is relevant to the suggested phenomenon: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.